Event description:
It was reported that the device has a recurring shutter alarm without blocking. There is unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and event history log review; the customer problem was not duplicated. The pump was in good condition with no physical damage noted. Functional testing passed and the pump was found to be operating properly. The cause of the customer reported problem was a user related issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.